Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 4 devices were evaluated in the field. Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 events for the failure: flaked. - 4 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99027. Supplemental rationale. Corrected data: b5, h11. 5 previously reported events were included in this follow-up record. Product return status. 1 device was received. 4 devices were evaluated in the field. Evaluation findings (results/components). 5 devices: material and/or chemical problem identified / coating material. Product disposition. 1 device: scrapped by stryker. 4 devices: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 5 events for the failure: flaked. - 5 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h11 4 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 5 reported events are included in this follow-up record. Product return status 1 device was received. 4 devices were evaluated in the field. Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 events for the failure: flaked. - 5 events had problem identified during non-clinical procedure; there was no patient involvement.